Event description:
It was reported that this this pacemaker device has reached elective replacement interval (eri) status and the field representative indicated they were unable to use radio frequency (rf) telemetry interrogation. It was noted they were performing exercise testing with the patient in order to optimize accelerometer (xl) and minute ventilation (mv) sensor programming because the patient is very athletic. Technical services (ts) noted that once the device has reached eri status, there is only 1.5 hours of rf telemetry available. This is normal and expected device behavior designed to conserve battery usage once at eri status. The representative indicated they are probably past the 1.5 hours, which is why they are only able to use wanded telemetry interrogation. Ts noted that the device is recommended to be replaced within 90 days of reaching eri status and inquired as to why they were optimizing xl and mv sensor programming now. The representative did not know why but understands the recommended 90 day device replacement interval and the fact that sensor optimization may also be required with a new device. It was subsequently noted that this device previously exhibited two signal artifact monitor (sam) episodes. As a result, the mv sensor was automatically disabled by the device in both sam episodes. Ts noted that both the sam episodes appeared to be due to oversensing electromagnetic interference (emi). The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.